Manufacturer narrative:
This report is being supplemented to provide additional information based on the results from third-party testing, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 20, 2023. Sampling from: all channels. Colony forming unit (cfu): <1 cfu. Bacterial identification: no detection. The returned device was evaluated and the following defects were noted during the evaluation; the inner wall of biopsy channel was cut/scratched, the biopsy channel leaked, the inner wall of the suction cylinder was scratched, the scope cover insulation was less than threshold, the light guide rod lens was cracked, the bending section cover glue was clouded and separated, the air/water separator was defective, and the angulation was out of specification. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. There were no defects of the automatic endoscope reprocessor/endoscope washer disinfector (aer/ewd). All channels were connected with tubes when the endoscope was setting up in the aer/ewd. The concentration and expiration date of the disinfectant was controlled. The water filter was replaced periodically in accordance with instructions for use. The device was dried with blown filtered compressed air and stored in a simple cabinet. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for 39 colony forming units (cfus) of enterococcus faecalis. The scope was cleaned with enzycure and was re-tested on (B)(6) 2023 and was positive for 18 cfus of staphylococcus aureus. The scope was cleaned with enzycure and re-tested on (B)(6) 2023 and was positive for 30 cfu of enterobacter hormaechei/neisseria sp. The scope underwent additional enzycure cleaning and re-tested on (B)(6) 2023 and was positive for more than 100 cfus of neisseria flavenscens subflava group/brevibacterium casei. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. Related patient identifier: (B)(6).